Event description:
The customer called (B)(6) 2014, reported that her blood glucose measurement was hi (over 33,3mmol). After the call, family called an ambulance which transported her to hospital where was admitted with lab blood glucose of 40 mmol/l, vomiting and nausea. She was disconnected from the pump and treated with unspecified type and amount of IV insulin. The morning of (B)(6) 2014, her blood glucose was 20 mmol/l per hospital. No allegation was made against the pump. The hospital doctor stated the cannula site was irritated and purulent. A request was made for the return of the product.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.